Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. It is unknown whether the capsule had attached to the pt's esophagus. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.